Event description:
Pt reported the infusion device has displayed e7 electronic error many times when there are less than 20 units of insulin remaining in the cartridge, and insulin has previously spilled into the cartridge compartment of the infusion device during a cartridge change. On the day of the report, the infusion device displayed w1 cartridge low warning. E4 occlusion error, and e7 electronic error. The error messages were cleared after the insulin cartridge and battery were changed, but pt does not believe the infusion device is functioning correctly. He has experienced hyperglycemia, and his endocrinologist believes the infusion device is the cause. The infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.